Manufacturer narrative:
Integra completed its internal investigation 11/19/2015. The investigation included: method: DHR review. -review of complaint management database for similar complaints. Results: 110-4hm batch history records, which were released from oct -2014 to sep -2015, show they met requirements prior to finished goods. Complaint history, model 110-4h, 110-4hc, 110-4hm, 110-4hmc, 110-4hmt, from oct-2014 through oct-2015 reviewed; there was one other complaint with similar failure which was confirmed. Conclusion: review of the device history record did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Information received from the complainant does not allow for confirmation nor denial of reasonably foreseeable misuse of the catheter or accessories. Additionally, because the product was not returned (product not being returned per reporter) for evaluation, no root cause established for the failure mode described in the customer complaint.

Event description:
Two of the nurses repositioned the patient who had a 1104hm implanted. When the nurses were placing the pillow under the patient's head, they heard a loud "pop." When they traced all of the lines, they found that the fiberoptic connection at the "y" junction snapped off and the fiberoptic catheter came out of the housing. The bolt was still connected in the cranium and remainder of the catheter was still in place. There was no patient injury reported. However, the 1104hm had to be replaced. Additional information has been requested.